Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead implanted: (B)(6) 2011; 4196 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.